Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 -8.00/3.0/087 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) . The lens was explanted due to low vault with rotation. On (B)(6) 2022 a replacement lens of longer length was implanted successfully. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.